Event description:
According to the initial information received, the (B)(6) male patient underwent repair of a small, centrally-located secundum atrial septal defect, with a moderately dilated right ventricle. An 8mm amplatzer septal occluder (aso) was attempted using a 7f amplatzer torqvue 45 delivery system (dtv45); however, the aso slipped through the defect. The defect was then balloon-sized and measured 10mm so the aso was upsized to a 12mm aso. The 12mm aso was attempted using the same 7f dtv45; however, the 12mm aso also slipped through the defect due to its angle. As the 12mm aso was about to be removed, the aso became difficult to retract into the 7f dtv45; the right atrial disc was retracted into the sheath with force but the waist and left atrial disc could not be retracted. The 7f dtv45 and exposed aso were withdrawn through the femoral vein. The physician reported the dtv/aso were removed smoothly and that the femoral vein stopped bleeding quickly. When the dtv45 was removed, the rim of the sheath tip was rough and had inverted. The same 12mm aso was attempted using a larger, 8f dtv45. The aso, however, slipped through the defect again. When the 12mm aso was about to be removed, it again was difficult to retract into the 8f dtv45; however, both discs were successfully retracted into the sheath and the 12mm aso was withdrawn. When the sheath was removed, the 8f dtv45 sheath tip was inverted. No adverse patient effects were reported. The defect is scheduled to be surgically repaired in the future. The 7f dtv45 is expected to be returned for analysis. When further information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
The 8mm and 12mm asos were returned to aga medical in their original configurations and decontaminated. The devices were measured and the sizes were confirmed to meet dimensional specifications. The devices were examined microscopically and no defects were observed. The 12mm aso was loaded, handed-off, advanced, deployed, and retracted using test 7f and 8f dtv45 without issue as well as the returned 7f and 8f dtv45s used in the event without issue. The 7f and 8f dtv45s (sheath, dilator, loader, and delivery cable) were received at aga medical and decontaminated. The components were examined and the sheath tips were observed to be partially inverted. A test, 12mm aso was loaded into the 7f and 8f loader, handed-off, advanced, deployed, and retracted without issue. The tests were repeated using the 12mm aso used in the event without issue. During manufacturing, both devices and delivery system lots underwent a series of inspections and tests to confirm proper size and function, including a test simulating loading and deployment and inspections to verify the integrity of the sheaths. A review of manufacturing documentation confirmed the devices and delivery system lots successfully completed these tests. Our investigation was able to confirm the returned 8mm and 12mm asos met specifications during analysis at aga medical and prior to shipment. In addition, we were able to confirm the delivery systems inverted sheath tips upon return to aga medical but were unable to reproduce the retraction difficulty experienced at implant. We have forwarded this information onto our manufacturing engineering and process development teams for additional review. Aga has also recently reviewed the sheath tip manufacturing process and implemented additional inspections and automated procedures to ensure higher quality sheath tips.